Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported kinked piccline during use. On monday we had a piccline that behaved a bit strangely. It was very situational. The patient had to have the arm in a certain position for us to use it. Given that we had some piccline catheters that broke, the nurse in charge chose to pull the catheter. When the catheter is inspected after it is pulled, the catheter folds about 4 cm - like a kinked tube. There is no damage to the catheter but it really wants to bend in a specific place. How could this have come about? I put it at minus 1cm and it was checked xray. In this picture, no folds/kinks are visible at the insertion point. It was read on (B)(6) 2022 (the patient already had an svp but we were not allowed to use it due to extravasation during previous cytostatic treatment). On (B)(6), the catheter has a position of about 0.5 cm and it has become fixed in position, but backflow is obtained and it is easy to flush in when the patient has the arm in the "correct" position. The treatment is given among other things. On (B)(6), there is no backflow and it is slow to flush in, the choice is then to dismantle the catheter. The catheter was partially off, and the interruption occurred internally there was no patient impact, no exposure to blood or bodily fluids, the patient PICC line is discontinued and replaced with a new one.

Event description:
It was reported kinked piccline during use. On monday we had a piccline that behaved a bit strangely. It was very situational. The patient had to have the arm in a certain position for us to use it. Given that we had some piccline catheters that broke, the nurse in charge chose to pull the catheter. When the catheter is inspected after it is pulled, the catheter folds about 4 cm - like a kinked tube. There is no damage to the catheter but it really wants to bend in a specific place. I put it at minus 1cm and it was checked xray. It was read on (B)(6) 2024 (the patient already had a svp but we were not allowed to use it due to extravasation during previous cytostatic treatment). On the (B)(6) of (B)(6), the catheter has a position of about 0.5 cm and it has become fixed in position, but backflow is obtained and it is easy to flush in when the patient has the arm in the "correct" position. The treatment is given among other things. On (B)(6), there is no backflow and it is slow to flush in, the choice is then to dismantle the catheter. The catheter was partially off, and the interruption occurred internally there was no patient impact, no exposure to blood or bodily fluids, the patient PICC line is discontinued and replaced with a new one. Information was received and file were updated for this event as part of a focus survey. The following detail were provided: total length of catheter is 43cm. PICC inserted in basilic vein, 1cm exit site markings. PICC secured with statlock. Catheter used for oncology treatment. No hole found in catheter, but kinking 4-5cm inside patient 83 days after insertion. Chlorhexidine 5mg/ml used to clean catheter site during dressing change. The patient had to have the arm in a certain position for us to use it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a kink and potentially a crack in the catheter. The returned product sample was evaluated, and a kink was observed between the 3 cm and 4 cm depth markings. The catheter kink contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. 'C' shaped impressions leading into the kink site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the kink cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.